Manufacturer narrative:
The customer contacted siemens to report that a patient's blood was drawn into separate serum and plasma specimen tubes, tested for creatinine (crea_2) on an atellica ch 930 instrument and discordant test results were obtained. It is unknown which test result is considered correct. Siemens is investigating the event.

Event description:
A patient's blood was drawn into separate serum and plasma specimen tubes and tested for creatinine (crea_2) on an atellica ch 930 instrument. The creatinine test result between the two tubes was discordant. The test result obtained from each type of specimen tube was released to the physician(s) and no repeat testing was performed. There are no known reports of patient intervention or adverse health consequences due to this event.

Manufacturer narrative:
The initial MDR 2432235-2021-00235 was filed on 27-sep-2021. Additional information (14-oct-2021): siemens headquarters support center (hsc) evaluated the available information and cannot definitively determine the cause of the difference in test results when using two different specimen type sample tubes. Contributing factors such as sample integrity and preanalytical variables cannot be ruled out. Quality control was in range and no issues were noted with other patient samples indicating that the instrument and reagents were performing acceptably. The cause of the discordance in creatinine test results is unknown. The instrument is performing within specifications. No further evaluation of this instrument is needed. Section h6 adverse event problem type of investigation was updated.